Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that the ipg had slightly migrated. The patient underwent an ipg revision wherein the battery was repositioned and the patient was doing well postoperatively.